Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device would not calibrate for etco2. There was no pt involvement.